Manufacturer narrative:
The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged events four years and thirteen days post implantation when the patient presented to the hospital with leg swelling and pain. A computerized tomography (CT) scan showed there was standing fat surrounding the ivc and that the ivc was likely thrombosed as there were multiple large collateral vessels noted. It is noted that the patient presented to the hospital frequently as a result of the deep vein thrombosis (dvt) due to the filter being clogged. The patient also reports to be suffering from pain in the body and legs and to have trouble walking due to leg swelling. Eight years and six days post implantation, the patient presented to the hospital with respiratory distress. A lower extremity doppler revealed dvt¿s in both lower extremities that extended into the vena cava both above and below the ivc filter, causing impedance of flow. The scans were negative for pulmonary emboli (pe) but did show an extensive clot load in the vena cava. Surgery was discussed but long-term anticoagulation was decided as being a better option than surgery. The patient was discharged on six days after and reportedly continues to experience shortness of breath (sob), leg swelling, and leg pain. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the inferior vena cava (ivc), and the filter being embedded to wall of the ivc. Per the patient profile form (ppf), approximately 4 years post implantation, the patient presented to the hospital with leg swelling and pain. A computerized tomography (CT) scan showed there was standing fat surrounding the ivc and that the ivc was likely thrombosed as there were multiple large collateral vessels noted. The patient had recurrent deep vein thrombosis (dvt). Eight years post implantation, the patient presented to the hospital with respiratory distress. A lower extremity doppler revealed dvt¿s in both lower extremities that extended into the vena cava both above and below the ivc filter, causing impedance of flow. The scans were negative for pulmonary emboli (pe) but did show an extensive clot load in the vena cava. Surgery was discussed but long-term anticoagulation was decided as being a better option than surgery. The patient was discharged; however, continues to experience shortness of breath (sob), leg swelling, and leg pain. The patient also reports pain in the body and legs and trouble walking due to leg swelling. The product was not returned for analysis as it remains implanted. A review of the device history record (DHR) associated with lot r0708324 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots, dvt, clotting and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Collateral circulation, swelling of the legs and pain do not represent a device malfunction and may be related to underlying patient related coagulopathy issues. Anxiety and shortness of breath do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
As reported by the legal team, the plaintiff underwent placement of defendants¿ trapease vena cava filter on or about (B)(6) 2009. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, blood clots, clotting and occlusion of ivc, and filter embedded to wall of the ivc. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Without procedural films for review, the reported filter tilt and retrieval difficulty could not be confirmed and the exact cause could not be determined. However, the cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the filter does not represent a device malfunction. Thrombosis in the filter is a well-known potential complication. Factors that may have influenced the event include patient, pharmacological and lesion. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the plaintiff underwent placement of defendants¿ trapease vena cava filter on or about (B)(6) 2009. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, blood clots, clotting and occlusion of ivc, and filter embedded to wall of the ivc. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.